Manufacturer narrative:
Follow-up submitted as further investigation determined this is a duplicate of medwatch MFR report # 0001831750-2013-01512.

Manufacturer narrative:
Previous follow-up stated this was a duplicate of medwatch MFR report # 0001831750-2013-01512. This follow-up is submitted to report the previous follow-up was in error and this is not a duplicate complaint.

Event description:
It was reported by service report that the scale was inaccurate due to faulty load cell.

Event description:
It was reported by service report that the scale was inaccurate due to faulty load cell.

Event description:
It was reported by service report that the scale was inaccurate due to faulty load cell.